Event description:
It was reported that in the ICU when inserting the dilator over the swg placed in the pt's left subclavian vein, the swg kinked (see MDR 3006425876-2014-00054) resulting in the damaging of the tip of the dilator. As a result, a new kit was opened however, the same issue occurred. (See mdrs 3006425876-2014-00053 and 3006425876-2014-00078). A non-teleflex kit was then used to complete the procedure. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4).